Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 7383514) was returned for evaluation with the reported event of driveline power fault alarms and a log file was submitted for review as well as downloaded from the returned and associated system controller for review. A review of the log files showed overlapping events spanning approximately 3 days (05jan2021 ¿ 06jan2021, 11feb2021 per time stamp). Events occurring on 11feb2021 took place during lab testing at abbott. On 06jan2021 at 11:47:49, a driveline power fault alarm was active and coincident with a pwr_a_broken fault. The driveline power fault cleared once the driveline was disconnected on 06jan2021 at 15:22:40 for a system controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. The modular cable was functionally tested and operated as intended. The reported alarms were unable to be reproduced during the investigation. Additional provided information communicated on 13jan2021 stated that the controller was exchanged, and alarms have resolved. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarms and controller fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the modular cable (lot number: 7383514) and the modular cable was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had persistent driveline power fault alarms. The alarm occurred on (B)(6) 2021. The patient's controller and modular cable were exchanged. Related manufacturer reference number: 2916596-2021-00115.